Event description:
A customer contacted beckman coulter regarding two erroneously elevated testosterone results from two different pts that were generated by the access 2 instrument. Both pt a and pt b had an erroneous testosterone result of >1600 ng/ml. The customer indicated that both pt samples were tested around the same time. The elevated testosterone results for pt a and pt b were not reported out of the lab. The customer diluted both samples for pt a and pt b and retested them for testosterone. The repeated testosterone results for pt a and pt b was <10 ng/ml. There has been no report of injury requiring medical intervention that can be attributed to this event.